Event description:
The customer reported that the insulin pump had a frozen display and a button error alarm. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Button error alarm due to corroded keypad traces. Unable to test for motor error alarms due to button error alarms. The insulin pump was tested with a test keypad and no frozen display noted.